Event description:
Subsequent to the previously filed reports, additional information was received on 8/20/2024 after more data was collected for the post-market clinical follow-up (pmcf) evaluation report xience family of stents. Procedures were performed from (B)(6) 2007 to (B)(6) 2023. Please see the attached post market clinical follow up (pmcf) evaluation report for specific information.

Manufacturer narrative:
Corrections: b3 - date of event updated from 12/24/2022 to estimated 10/4/2023. D4 - primary UDI number updated from ni to unknown. D6a - implant date: updated from 12/24/2022 to estimated 10/4/2023. H6 - health effect - clinical code: code 4582 was removed and code 4454 was added. Updated: literature attachment: article title: pmcf rpt2122673 rev d to rpt2122673 rev e released on 8/20/2024.

Event description:
It was reported through the pmcf report, that the xience prime may be related to death (all-cause mortality [acm]), side-branch closures (occlusions), myocardial infarction (mi), perforations, thrombosis, restenosis, target lesion and vessel revascularization. Details are listed in the attached article, titled post-market clinical follow-up evaluation report xience family of stents. Please see the attached post market clinical follow up evaluation report for specific information.

Manufacturer narrative:
B3: date of event estimated as: (B)(6) 2022. C4: treatment/therapy start date estimated . D4: the UDI is unknown due to the part/lot number was not provided. D6a - implant date estimated. The device was not returned for evaluation. A review of the electronic lot history record and similar incident for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The reported patient effects of obstruction/occlusion, perforation of vessel, myocardial infarction, thrombosis/thrombus, and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported obstruction/occlusion, perforation of vessel, myocardial infarction, thrombosis/thrombus, and stenosis, and their relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Literature attachment: article title: pmcf rpt2122673 rev d. The additional patient effect of death reported in the article is captured under separate medwatch report.

Manufacturer narrative:
Corrections: b3 - date of event updated from 10/4/2023 to 1/6/2025. B7 - other relevant history: updated. C4: treatment/therapy start date estimated as (B)(6) 2025. D4: the UDI is unknown due to the part/lot number was not provided. D6a - implant date updated from (B)(6) 2023 to estimated (B)(6) 2025. H6 - type of investigation: code 4109 was removed. H6 - investigation conclusions: code 18 was added. The additional patient deaths reported in the article are captured under separate medwatch reports. The additional devices referenced in b5 are filed under a separate medwatch report number. Updated: literature attachment: article title: e-175077 pmcf rpt2122673 rev f.

Event description:
Subsequent to the previously filed reports, additional information was received on 9/08/2025 when more data was collected for the post-market clinical follow-up evaluation report xience family of stents. Procedures were performed from (B)(6) 2010 to (B)(6) 2025. Pmcf for specific information.